Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmissions. Upon review it was noted the patient had 2 ventricular fibrillation episodes resulting from noise on the ventricular lead on two separate days. In addition, that day one ventricular noise reversion was noted. No shocks were delivered but anti tachycardia pacing did occur while charging at one of the episodes. The patient was brought into clinic for evaluation. Isometrics and pocket manipulation did not reproduce the noise on the ventricular lead and possible external sources for electromagnetic interference was ruled out. The patient also had noise on their atrial lead resulting in atrial noise reversions and atrial tachycardia and atrial fibrillation detections. The physician requested the patient should have a chest x-ray to assess for clavicular crush and a possible header issue. The patient would continue to be monitored remotely and would be brought into the office. The patient was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator system was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.